Manufacturer narrative:
The returned device was evaluated. During this testing it was discovered that the lcd screen on the battery module was scrambled. The battery module was powered off and then powered on and the display was fixed and the issue did not recur. A service history record review indicates that no confirmed prior events related to this failure mode have been reported against this unit. Model number corrected from 24970 to 24949.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radius device has a bad display. No known impact or consequence to patient.